Event description:
Qs notified by facility product complaint of this dialyzer leak. As reported by rn, approximately two hours into dialysis treatment, the blood leak detector of the fresenius 2008 machine alarmed and leak was confirmed manually with test reagent strip for presence of blood in effluent dialysate. The dialyzer was changed, extracorporeal circuit of blood discarded, estimated as 250cc blood loss. There were no reported adverse effects to pt and hematocrit to be checked on the next dialysis treatment. Qs not informed of any change to the hematocrit as a result of this reported leak. MDR filed based on the blood loss reported.